Event description:
Same case as 2134265-2014-03074. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly calcified left anterior descending artery. Predilatation was performed using an unspecified balloon catheter. An unspecified size promus element plus everolimus-eluting platinum chromium coronary stent system was implanted to treat the lesion. It was confirmed that the stent was apposed to the target lesion. Post-ivus was performed using an opticross imaging catheter to visualize the stent. When the physician pulled the imaging catheter, it was noted that an unspecified guide wire got entangled with the stent. Subsequently, the guide wire exit hole of the imaging catheter got stuck with the distal end of the stent. It was then noted that the stent was shortened. Another unspecified guide wire was readvanced. Dilatation was performed using an unspecified balloon catheter. An unspecified stent was implanted to cover the shortened part of the previously implanted stent. The imaging catheter and the unspecified guide wire were removed from the patient's body. The complainant claimed that the devices are likely to get stuck at the guide wire exit hole. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).